Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection with covid-19, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Patient reports injection in "cheeks, jaws, forehead, inside the mouth, and below the eyes with one syringe each of juvéderm® and juvéderm voluma® xc. Patient also mentioned being injected with botox to forehead and around the eyes as well for the correction of lines. Patient reported they are experiencing "facial swelling, lip swelling, lost vision in left eye, pain in left eye, blurred vision, one side of face is swollen and other side is swelling, top of lips to nose swells, forehead gets a lump then goes into scalp close to forehead and swells. Patient stated two weeks after the injection is when the swelling started. Patient notes that vision has worsened and they now have to wear glasses to watch tv when before they were only worn to drive. The swelling is intermittent, it comes every two weeks and goes away after taking benadryl. Benadryl no longer working. These symptoms are ongoing. Healthcare professional later reports that 2 syringes juvéderm voluma® xc were injected to the cheeks. A week later, patient developed covid-19 like symptoms, deemed not related to the injections. The following week, patient experienced edema of the forehead, nodules of the lips and pain at the cheeks. Two weeks later, patient had no symptoms, but tested positive for covid-19. Per physician, patient probably had covid-19 when experiencing symptoms and positive test was a result of the patient still shedding antibodies. Approximately 2 months later, patient was provided clarithromycin 500g bid x 1 week, doxycycline 100g bid x 1 week, medrol dose pack. Symptoms resolved 1.5 weeks later.